Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support provided pump reset information since the customer did not have a charging pad at the time and planned to attempt the reset independently.